Event description:
The customer returned the bronchofibervideoscope to the service center for a separate issue. During the device analysis, the investigator indicated that no image was displayed. There was no patient involvement.

Manufacturer narrative:
The device was evaluated. Based on investigation results, the reported event was confirmed. The device evaluation noted the image does not appear, black screen and white balance not possible due to electronic component failure. Probable cause based on reasonably known information suggest probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit olympus will continue to monitor field performance for this device.